Manufacturer narrative:
Follow-up #1: date of submission 24-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 30-sep-2019 with the following findings:.during investigation, the black box verified cs 052 alarms. Investigation basal duration test was unable to duplicate cs 052. The pump was returned with the audio bolus button detached from the pump. There was evidence of moisture ingress was found to the internal printed circuit board components .animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) over 300mg/dl with nausea and unspecified ketones associated with a call service alarm. The patient was reportedly treated by a non-healthcare provider with insulin via injection and discontinued insulin pump therapy. The pump had reportedly emitted multiple call service 052 alarms since (B)(6) 2016. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring call service alarm issue.